Event description:
It was reported that the pump's quick bolus/wake button was difficult to press or required multiple presses to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support and removed the case to troubleshoot the issue. Despite attempts, the button remained difficult to press, and technical support decided to replace the pump. The customer continued using the current pump and planned to use mdi if needed until the replacement arrived. Technical support informed the customer about the shipping and return process for the defective pump and advised them on the steps to take upon receiving the replacement. The customer acknowledged the instructions and awaited the new pump.